Event description:
Report received that the device powered off with no audible alarm. The device was returned to the biomedical engineering department with a note that stated, "malfunction 44 and no warning of turning off. Turn off blood pressure medication, pressure dropped to 70/30." The nurse caring for the pt could not recall any specific pt info, pump programming, or event details. They could only recall that the pt was "okay." Though requested, no additional info was provided.